Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. At around 2:00 pm on (B)(6) 2019, she noticed inaccuracies in the values on the cgm but continued to follow the cgm readings. Around 5:00 pm the cgm was around 150 mg/dl with the arrow flat, so she administered her normal sliding scale dose of 12 units of fast acting insulin. She was then getting ready to eat and could feel her glucose was dropping. Her cgm was around 150 mg/dl but because of not feeling well she checked her bg which was 120 mg/dl. Suddenly within 5 minutes the cgm dropped to 64 or 69 mg/dl, so her mother called 911. She stated she almost passed out and was going in and out. The paramedics checked her bg on arrival, and it was 114 mg/dl but the cgm continued to show 64 or 69 mg/dl. During the ambulance ride the cgm was 64 mg/dl and the bg was 104 mg/dl. She stated that no treatment was given at the hospital. Following discharge (after an unspecified length of time at the hospital), her cgm values continued to be significantly off from the bg readings that night and the next day. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.